Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (she had hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for events pain: dysmenorrhea (cramping),pelvic/abdominal, general abnormal bleed, menorrhagia (heavy menstrual bleeding). Discrepancy not regarding insertion date-previously noted (B)(6) 2018 and now in current pfs (B)(6) 2018. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter details updated and patient demographics were added. Updated essure indication. On (B)(6) 2018, she explanted essure. Injury event was replaced with pain: dysmenorrhea (cramping),pelvic/abdominal, general abnormal bleed, menorrhagia (heavy menstrual bleeding) and patient did not performed essure confirmation test. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.